Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The patient's catheter was returned for analysis. The provided pump logs indicate that the pump was programmed to deliver morphine[15.1 mg/ml] at 0.959 mg/day and bupivacaine [20.0 mg/ml] at 1.27 mg/day. The logs show that the patient's daily dose of each drug was increased by 249% on (B)(6)2017. The pump's estimated eri was 56 months. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
The other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (15mg/ml at 1mg/day) and bupivacaine (20mg/ml at 1.2mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. Other medications the patient was taking at the time of the event included amoxicillin, acetylsalicylic acid (asa), keflex, lexapro, neurontin, hydrochlorothiazide, synthroid, zantac, and ambien. The patient reportedly had a history of arthritis, chemical dependence, depression, hypothyroidism, osteoporosis, reflux, and osteoarthritis (oa). It was reported that on an unknown date, the patient had a decrease in pain control. A catheter dye study was performed on an unknown date with sluggish returns. Additionally, the patient experienced pain at the pump site. The catheter was replaced on (B)(6) 2017, and the issue was considered resolved. There were no precipitating factors that may have led or contributed to the issue. The patient's status at the time of report was alive - no injury, and no further complications were reported or anticipated.

Manufacturer narrative:
Conclusion codes apply. Results, method codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2017 the patient was in clinic and reported that they occasionally feel withdrawal like symptoms including nausea, sweating, and vomiting until they give themselves a bolus. The pump was reprogrammed on (B)(6) 2017. On (B)(6) 2017, the patient called complaining of sudden increased pain over pump pocket site (previously reported) which radiated down their leg. The patient was told they needed to be evaluated in clinic. On (B)(6) 2017, it was noted that the pocket has healed well; no swelling or redness. On (B)(6) 2017, the patient reported the same symptoms under the same conditions and a catheter dye study was ordered to check system integrity. The pump was reprogrammed on (B)(6) 2017. On (B)(6) 2017 the catheter dye study was performed and showed normal results, but the catheter aspiration was sluggish (previously reported). Catheter replacement surgery was recommended. On (B)(6) 2017, the patient continued to report pain over the pump pocket site. The hcp offered to move the pump to a new location during catheter replacement surgery. On (B)(6) 2017, the patient requested the pump be moved to abdomen. The pump was repositioned on (B)(6) 2017. The device diagnosis was catheter occlusion and the clinical diagnosis was increased pain at the pump pocket implant site. The outcome of the event resolved on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relation ship of the event to the implant procedure was not related. The event date was updated to (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned in segments. Analysis identified an occlusion in the catheter body which was consistent with dried drug, blood or other foreign material. However, the occlusion broke loose during the decontamination process and passed subsequent patency testing. Analysis found no significant anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.